Manufacturer narrative:
The lot number has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after a tracheobronchial stent graft was successfully deployed at the treatment site, resistance was encountered during withdrawal of the delivery system and a portion of the catheter shaft detached from the rest of the delivery system. Reportedly, the detached component remained loaded on the guidewire and was removed without incident. No patient injury.